Event description:
It was reported that this patient underwent a shoulder replacement. Subsequently, there was a humeral dislocation found during post op x-rays. Surgeon revised the liner and glenosphere. The patient was last known to be in stable condition following the event. No further information is available.